Event description:
It was reported that this right atrial (ra) lead was not sensing and capturing appropriately. Noise, unusual threshold output and far field r wave was also noted. Additionally, a chest x-ray was done, and it appeared that the ra lead was in the low atrium. The atrial pacing was indeed capturing the ventricle. Moreover, the field representative had reprogrammed the ra sensing to fixed 0.15 to get a reliable sensing and crank out blanking periods. Ra threshold test was also done in which the alternating right ventricular (rv) morphology was seen that eventually stopped when the ra output dropped down. A ra unipolar pacing test was done and a more consistent ap capturing rv was noted. Furthermore, this ra lead was explanted due to infection and erosion. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. The failure to capture, high threshold and noise allegation was not confirmed wit the analysis based on normal segment resistance measurements and inspection that showed no conductor fractures or abnormalities. Also, the dislodgement was no confirmed as per laboratory observations and field report were insufficient to verify the allegation. In addition, the known inherit risk conclusion was based on the field report of infection and device migration which are known issues for the implanted devices.

Manufacturer narrative:
Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed. (B)(4).

Event description:
It was reported that this right atrial (ra) lead was not sensing and capturing appropriately. Noise, unusual threshold output and far field r wave was also noted. Additionally, a chest x-ray was done, and it appeared that the ra lead was in the low atrium. The atrial pacing was indeed capturing the ventricle. Moreover, the field representative had reprogrammed the ra sensing to fixed 0.15 to get a reliable sensing and crank out blanking periods. Ra threshold test was also done in which the alternating right ventricular (rv) morphology was seen that eventually stopped when the ra output dropped down. A ra unipolar pacing test was done and a more consistent ap capturing rv was noted. Furthermore, this ra lead was explanted due to infection and erosion. No additional adverse patient effects were reported.